Event description:
It was reported pt blood loss during the aaa procedure exceeded 1 liter and required transfusion. Blood loss occurred due to the sheath "popping out" of the vessel several times. There was no allegation of product deficiency made by the clinician.